Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, multiple meds station had communication issues. 28 devices were in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple medication stations were having communication issues. A technical support specialist rebooted the server and validated, and it was confirmed that all services and communications were up and running. The system functioned as intended after the technical support specialist troubleshot the issue.